Event description:
It was reported that oversensing and noise were observed on the right ventricular (rv) lead which triggered a lead alert. The device was electively replaced and the lead was partially explanted. While replacing the original lead, the physician was not able to advance the new lead past the superior vena cava due to scar tissue. The lead was not used and a second rv lead was attempted. The second rv lead was implanted from the patient's right side and tunneled across the chest. During the connection of the second rv lead to the replacement device the lead pin would not advance fully into the connector port and broke off during attempted removal. It was suspected the lead pin was damaged while tunneling it across the patient's chest. The replacement device and second rv lead were not used and they were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary (B)(4): the proximal portion of the lead was received measuring 11.5 cm and analyzed. No anomalies were found. Concomitant medical products: c154dwk, implantable cardioverter defibrillator (ICD), (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009; 4196, implantable pacing lead, (B)(6) 2009. (B)(6). (B)(4).